Event description:
Additional information received reported the reason is that even though measures were taken to open it, the pipeline could not open further, there is no further explanation. The pipeline was not on a curve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline vantage with shield technology, the device was not completely appositioned in its proximal part. The proximal section of the pipeline was crossed in the artery, creating a fish's mouth appearance, and failed to open properly. The device was positioned in a bend, specifically affecting the proximal part, and less than 50% of the pipeline had been deployed when the issue occurred. Balloon angioplasty was required to open the pipeline, as full wall apposition was not achieved initially. Ballooning was also necessary for tapering or to ensure wall apposition. The devices were prepared according to the instructions for use (IFU). The aneurysm was located in the right communicating segment, was unruptured, and had a saccular morphology. The distal landing zone measured 3.7 millimeters, and the proximal landing zone measured 5.8 millimeters, with normal vessel tortuosity. Dual antiplatelet treatment was administered, and the procedure generally had a good final result, although the pipeline was not completely appositioned in its proximal part. No patient symptoms or complications were reported. Ancillary devices: slender 5-6 terumo sheath, rist 6 fr 95 guide catheter, phenom 27 microcatheter, avigo guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.